Manufacturer narrative:
Intuitive surgical received the pk dissecting forceps instrument associated with this report and has completed its evaluation. Failure analysis confirmed that the instrument's pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. The missing crimp was approximately 0.046 x 0.032. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted surgical procedure, a loose cable was observed on the pk dissecting forceps instrument. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.